Manufacturer narrative:
The device was returned to olympus (B)(4). The device has not returned to olympus medical systems corporation. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, fuzzy, grey endoscopic image appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus local service department. The olympus local service department checked the device and found that the reported phenomenon was duplicated and the cable unit of the device was broken. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to the cable unit of the device was broken by excessive stress.